Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device turned on and off a couple of times during the case. The case could be completed successfully with a delay of less than 15mins. No harm to patient, user or third reported.

Manufacturer narrative:
Device evaluation: the repair technician could verify the customer failure description by review of the log files. No mechanical or functional damages were detected. Most probable root cause is a sensor deviation of flow sensor measurement. This led the product consequently to a shut down and restart. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).